Event description:
It was reported that implant fractured at tooth site 3 when placing and then upon removal got stuck in trephine bur.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227.